Event description:
It was reported that 13 days after a drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004, pt was admitted with chest pain to another facility where diagnostic angiography revealed an 80% proximal left anterior descending (lad) stenosis and a 100% chronic total occlusion of the right coronary artery (rca) and serial distal left circumflex (cx) stenoses. The following day, the physician successfully deployed a taxus express2 8.8% 3.0 mm x 24 mm in the lad. The physician also successfully deployed a taxus express2 8.8% 2.5 mm x 12 mm stent in the diagonal with crushing of the diagonal stent in the lad. The diagonal was compromised by plaque shift following the initial lad dilatation requiring angioplasty and stenting of the diagonal. The pt returned the following month suffering from chest pains. Upon arrival to the ccl, pt went into cardiac arrest. CPR was initiated, the patient was intubated and placed on an intra aortic balloon pump (iabp). The stented portion of the lad was subtotally occluded with a hazy appearance of in stent suggestive of acute thrombus. The proximal portion of the stented diagonal has a 70% hazy stenosis suggestive of acute thrombosis. The physician used a 3.0 mm x 20 mm maverick balloon to open the lad and a 2.5 mm x 20 mm maverick balloon to open the diagonal. Mutiple single balloon inflations and simultaneous inflations were performed. The lad was then stented with a 2.75 mm x 15 mm zeta stent at the distal end and overlapping the lad taxus stent. The proximal portion of the lad was stented with a 3.0 mm x 8 mm vision stent overlapping the previously crushed taxus stents. The patient later expired. Same case as MFR# 6000093-2004-00367.